Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter femoral stem 125mm. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving an exeter stem was reported. The event was confirmed. The exeter stem fractured in fatigue with the approximate origin on the proximal side of the device. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were observed on the part features examined. The batch number was not available as the stem was too damaged so no DHR review is possible. A chr was not performed as the lot details were not reported and the device was too damaged to identify the lot number. The exact cause of this event could not be determined based on the information available. No further investigation for this event is possible at this time.

Event description:
The sales rep, has reported on behalf of the customer that an exeter stem that was implanted in 2008 has allegedly suffered a metalwork fracture through the neck of the stem.

Event description:
The sales rep, has reported on behalf of the customer that an exeter stem that was implanted in 2008 has allegedly suffered a metalwork fracture through the neck of the stem.